Event description:
The treating doctor reported that the patient had increased tooth mobility of tooth #23 and lost tooth #23. The patient is still wearing the aligners and is currently asymptomatic.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "patients may experience a temporary loosening of their teeth during the treatment". The patient had significant pre-existing clinical conditions, prior to the start of invisalign treatment, and the affected tooth was expected to be lost, as confirmed by the treating doctor and align's clinical review of available records. This event is being filed as an MDR as the patient reported requiring tooth extraction (serious injury), and the invisalign system aligners were used. There is no conclusive evidence to confirm the exact day of the reported tooth extraction (b3).